Event description:
Hill rom advanta bed with pt scale option used in weighing pts while in bed. Medication errors can occur because staff might make wrong weight measurement, if not aware the bed has two modes of weighing, lbs or kgs. With wrong weight info pt could be given incorrect amounts of medication, based upon incorrect weight. This is a safety issue and the user needs the ability to lock out which ever mode is not used by the hosp.